Event description:
A report was received that during an implant, the physician had to perform a wet tap due to a dura puncture. The pt developed a postural headache post implant. The physician reported that there was no resistance or difficulty encountered during the procedure. The pt was reportedly doing well following a blood patch.